Event description:
It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced mental and physical pain and suffering, additional surgery and/or medical treatment and permanent injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.